Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that pre-operatively, the surgeon monitor was displaying a message about zoom. The clinical specialist (cs) rebooted the system a few times, then the surgeon monitor was black. The site proceeded with the case by turning the system around. There was no delay to the procedure. There was no reported impact on patient outcome.